Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer said they would reverts to insulin injections and use the pump if alarms clear after changing supplies.